Manufacturer narrative:
Medtronic received additional information that the cannula was not heated or cooled before the case. The customer was unable to provide information on amount of patient blood loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen pediatric arterial cannula, it was reported that during the arterial cannulation, the obturator of the arterial cannula did not form a sufficient seal with the cannula cap. Excessive blood leaked from around the obturator when it had been pulled back approximately an inch. No cannula changeout occurred. The obturator was removed and bypass connections continued as normal. Once the arterial cannula was appropriately connected to the pump, the patient was transfused to replace lost volume.